Event description:
The customer stated they were experiencing issues with bd safetyglide 3ml 23g x 1 syringe/needle they have received several boxes that seem to be faulty. The packages are all either opened or the seal is broken making them no longer sterile. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported that all packages were either opened or had broken seals. To support the investigation, the quality team received forty-seven samples in an opened packaging box, along with four photographs, for evaluation. A visual inspection was performed. Thirty-six samples showed no defects or imperfections, while eleven samples were received with the blister packaging already open. The sealing areas were examined under 30x magnification, and no evidence of weak seals was observed. The four photographs provided depict a subset of the received samples. A device history record review was completed for material number 305905, lot 3151049. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and returned sample evaluation, the condition reported by the customer could not be confirmed.